Manufacturer narrative:
(B)(4). Date sent 11/29/2023. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is meant by ¿it was stiff when the anvil and the device was attached¿? Does the surgeon the believe the device has anything to do with the tearing of the stomach tissue? Was there any difficulty is closing the anvil and placing the device? Was an anvil grasper or similar instrument used while attaching the anvil? If yes, where on the anvil shaft was the instrument located? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a semi-open b-1 reconstruction on stomach, it was stiff when the anvil and the device was attached. The surgeon did not want to fire with this device, and attempted to remove the device, but a part of the stomach torn. The patient was after chemotherapy, so the target tissue was very thin. The operation was changed into overlap method and completed the case. The device was used on the stomach. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 12/21/2023. D4: batch #344c83. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage. No battery was received. The washer was present and uncut and there were staples present. When the test battery was installed the green checkmark did not illuminate, indicating that the device was not fired. The device was tested for functionality with the returned washer and a test battery and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, a noise was heard inside the device and it was disassembled in order to verify the condition of the internal components. Upon visual inspection, the hub, flag of the motor was found to be broken, however, this condition did not affect the functionality of the device. Do not attempt to manipulate the adjusting knob during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. Ensure the anvil is attached by verifying the orange band is covered and the anvil is secure. The device will not fire with an unsecure anvil. To withdraw the open device, rotate it 90° in both directions taking care to minimize movement of the distal tip. This ensures the tissue is released. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 344c83, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/7/2024. Additional information received: was the procedure prolonged? If so, by how much? Did the patient suffer any consequences post-operatively? No. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a serious injury, and has been revised to a malfunction.

Manufacturer narrative:
(B)(4). Date sent: 1/9/2024. Additional information was requested, and the following was obtained: what is meant by ¿it was stiff when the anvil and the device was attached¿? Dr felt the difficulty to the anvil attached to dhe device. Does the surgeon the believe the device has anything to do with the tearing of the stomach tissue? Yes, but the tissue was very thin. Was there any difficulty is closing the anvil and placing the device? No. Was an anvil grasper or similar instrument used while attaching the anvil? If yes, where on the anvil shaft was the instrument located? The sales rep tried to the information, but the additional information was not provided."